Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00364.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs), a ruby coil detachment handle (handle), non-penumbra coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician used a lantern to deliver one non-penumbra coil to the target location. After implanting the coil, the physician used the lantern to introduce a pod pc to the target location. However, the handle was unable to detach the pod pc. Therefore, the handle was removed. The physician attempted to detach the pod pc manually and by using a new handle; however, the pod pc still did not detach. Therefore, the pod pc was removed. The procedure was completed using eleven additional ruby coils and the new handle with the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was separated approximately 0.2 cm on the proximal end of the pusher assembly. The pull wire was within its alignment fracture inside the distal detachment tip (ddt). Coagulated blood was observed within the ddt. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned pod pc revealed that the pet lock was separated but pull wire was remained within the ddt. This indicates that there was not enough pulling force applied to the pet lock during the detachment process. During functional testing, the returned handle and a demonstration handle were unable to detach the embolization coil due to the coagulated blood within the ddt. Therefore, the pod pc was attempted to detach manually. Then the pull wire was retracted from the ddt with resistance, but the embolization coil was still intact with the ddt due to the coagulated blood. The blood inside the ddt was likely incidental. Further investigation revealed offset coil winds along the length of the embolization coil. These offset coil winds were likely incidental to the complaint and may have occurred due to the embolization coil being returned outside the introducer sheath. Evaluation of the returned handle revealed a functional device. During functional testing, the handle was tested on a handle test fixture and performed within specification. The handle was able to detach a demonstration pod pc without issue. The reported complaint was unable to be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested and visually inspected by quality during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00364 h3 other text : placeholder